Manufacturer narrative:
Additional information: the leak was noted in the balloon during inflation inside the patient. With the leakage, they inflated the balloon as needed and then deflated to complete the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon leak was noted at an unknown pressure. The physician thought that the clock on the inflation device was broken and therefore, would inflate more than necessary although it would not display that, causing the balloon to rupture and leak. No balloon components detached from the device. Image review: cine images were received for review. The image to the left showed an anteroposterior view of the patient¿s proximal femoral vasculature. The superficial femoral artery showed some narrowing between the level of the first and second perforating branches of the deep femoral artery. At the level of the third perforating branch of the deep femoral artery, a stent is observed to have been implanted on an unknown date in the superficial femoral artery. The stent extended distally towards the popliteal artery. The image on the right showed an anteroposterior view of further distal vasculature with the continuation of the stent observed. Contrast flow was observed in the proximal and distal part of the stent but patency was not visible in the middle portion of the stent. The use of the inpact admiral dcb balloon was not observed in the films provided. Product analysis: the device was returned to medtronic investigation lab for analysis. The device was returned with no damage visible to the catheter or balloon. The balloon folds were open. A tactile test did not detect any kinks. The shaft was squashed approximately 40-43cm distal to distal strain relief. A 0.035inch guidewire was loaded via the distal tip with resistance noted as it passed through the squashed area of the shaft. Negative purge did not detect a presence of a leak on the device. The device was pressurized to 8 atms and a leak was observed from the distal part of the hub. The leak was found in the distal bonding, between the shaft and the glue fillet. The glue fillet was slightly lifted. It was possible to inflate the balloon, however, the device did not maintain pressure. There was no leak observed from the balloon. No damage was evident to the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use inpact admiral dcb balloon during procedure to treat the superficial femoral artery (sfa). A medtronic inflation device was used. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. The device malfunctioned during use. The balloon leaked after inflation, physician suspected it could be the inflation device. The inpact admiral dcb was used to complete the procedure. There was no patient injury.